Event description:
In this event, it was reported that a patient experienced paresthesia after placement of an ankylos c/x implant. The implant was removed approximately two weeks later.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, and the possibility that permanent impairment may result, this event meets criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.